Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient's oxygen saturation had decreased and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient's oxygen saturation had decreased and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and system board were replaced to address the issue. Upon further evaluation of the event, the event was reviewed by the pms clinical expert due to patient reporting of decreased blood oxygen level, however, actual values is currently unknown. No other clinical information or medical intervention was reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). Nor is there any report of medical intervention required or received to specifically preclude a life-threatening injury or permanent impairment.